Manufacturer narrative:
The field service engineer (fse) performed multiple repairs and checks.  After service, no further issues were reported by the customer.  Based on the information provided, the cause of the event could not be determined. Device evaluated by MFR. Na.

Event description:
The initial reporter received questionable elecsys troponin t hs stat (troponin t hs stat) results from one patient sample tested on the cobas e411 disk. It is not clear if the initial result was reported outside of the laboratory. The initial result at 3:05 pm was 5.55 pg/ml. The first repeat result at 3:06 pm was 14.33 pg/ml with a data flag. The second repeat result at 3:24 pm was 4.16 pg/ml. The reagent lot number is 634809. The expiration date was requested but not provided.